Event description:
The account reported the right side rail could not latch. The stretcher is located in the emergency room at the facility. There was no pt/user injury reported. This report was file din our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Th technician found the side rail is missing the latch busing, roller guide and lower pivot bolt. The technician replaced the right side rail latch bushing, roller guide and lower pivot bolt to resolve the issue. Based on this information, no further action is required.